Event description:
Pt reported that a comparison between the pt's surestep meter and a health care professional meter were 69 mg/dl (ss) and 178 mg/dl health care professional respectively (61% diff.). There was no allegation of harm.